Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm large hem-o-lok clip applier instrument instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) replicated/ confirmed the customer reported complaint. Failure analysis found the primary failure of clip test failure to be related the customer complaint. Visual inspection of the large hem-o-lok clip applier instrument found no physical damage to the grips or any cables at the distal end. The instrument housing was removed, no physical or cosmetic damage was found. The instrument had no loss of tension in the cables. The large hem-o-lok clip applier instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly and held the clip successfully. However, when the grips clip test was performed, the instrument failed to close the clip properly on multiple attempts. The root cause was not determinable/applicable. A review of the instrument log for the large hem-o-lok clip applier (470230-12/ n101905220117) associated with this event has been performed. Per logs, the large hem-o-lok clip applier instrument was last used in a procedure on (B)(6) 2022 on system (B)(4). The alleged instrument had 79 uses remaining after the last procedural use. A review of the site's complaint history found that there were no other complaints for this product. No image or video of the last procedure was provided for review. This complaint is being classified as a reportable malfunction due to the following conclusion: it was alleged that the large hem-o-lok clip applier instrument had issues clamping a clip all the way down. Per the description of the complaint, the clip applier might have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, the 8mm large hem-o-lok clip applier instrument had issues clamping a clip all the way down. The procedure was completed with no reported injury. The endowrist large clip applier is intended to be used with the da vinci system for the application of large weck hem-o-lok polymer locking ligation clips for ligation of vessels and tissue bundles ranging in size from 5¿13 mm in diameter. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.